Event description:
It was reported that there was a packaging issue for the drain bag as it was open and not sealed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. The product was used for urological care. Sample has been evaluated and observed the opening area of the pouch opened. There was a trace of sealing on the clear plastic pouch. Trace line of sealing also observed on the paper side of the pouch- at the back. The cause of the unseal pouch could not be identified. The exact cause of how and when the problem occurred could not be determined. A potential root cause for this failure mode could be due to operator error (rough handling) or user related (rough handling). A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: closed system drainage bag: 2,000 ml. Precision urine meter:350ml. Cautions/warnings: this is a single use product. Do not reuse. This product must be stored in a cool, dry place, away from wet and direct sunlight. Should the package is damaged, do not use the product. This product is sterilized by ethylene oxide gas. Correction: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a packaging issue for the drain bag as it was open and not sealed.